Event description:
The event is reported as: the customer alleges that it was difficult to inflate the cuff of the endotracheal tube. This issue was noted at the time of the testing prior to use. No report of a patient injury.

Manufacturer narrative:
From the picture, it was observed that "difficult to inflate cuff". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cf, 8.5, lot# 01f1200024 was manufactured on 06/12/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "difficult to inflate cuff", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available at the time of this report. Teleflex will continue to monitor and trend relating complaints.

Manufacturer narrative:
From the picture, it was observed that "difficult to inflate cuff". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cf, 8.5, lot# 01f1200024 was manufactured on 06/12/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "difficult to inflate cuff", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available at the time of this report. Teleflex will continue to monitor and trend relating complaints.